Event description:
Ous MDR - after an implantation time of about 21 months, oversensing with inappropriate shock delivery was reported. The lead was cut in two during the revision. Both fragments were returned to biotronik for analysis. Aside from the shock delivery, no further worsening of the patient's state of health was reported.

Manufacturer narrative:
During lead analysis it was found that the lead body insulation was massively damaged by crushing approximately 36 cm distal to the connector pin. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Shock coil deformation is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.